Event description:
Provider states the knob on the stop on the of the pac is broken, the part was added to the chair after it shipped, provider stated the knob was adjusted too tight and not a manufacture defect. Provider gave part number for the pacm6, the cylinders have no pressure,changed the compact joystick on chair to a mpj joystick left side mount, and provider wants a sanode to run elevate thru the joystick